Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. There is no confirmation of patient involvement or evidence that suggest the surgical procedure being cancelled or postponed after the patient was already under general anesthesia. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. H11: corrected information in h10.

Manufacturer narrative:
H10: internal complaint reference case: (B)(4).

Event description:
It was reported that the quantum 2 controller was displaying an f4: error alarm when it was turned on. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available. There was a delay greater than 30 minutes.